Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I was in a bit of pain"), abdominal pain lower ("light cramping"), dizziness ("lightheaded"), post procedural discomfort ("catheter causing me discomfort") and menstrual disorder ("I have had issues for yearsand no more periods from hell for me"). The patient was treated with surgery (hysterectomy with salpingectomy). Essure was removed. At the time of the report, the medical device removal, procedural pain, abdominal pain lower, dizziness and post procedural discomfort outcome was unknown and the menstrual disorder had resolved. The reporter considered abdominal pain lower, dizziness, medical device removal, menstrual disorder, post procedural discomfort and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pelvic pain, abdominal pain lower and dizziness. Quality-safety evaluation of ptc: unable to confirm complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.